Event description:
The customer reported that the automatic collimation problem in the mag 2 mode. Also the system was arcing and cuts out in the middle of operation.

Manufacturer narrative:
(B) (4). The ge svc rep reproduced the collimator iris closing by flexing the high voltage cable. He replaced the hv cable, x-ray tube, and performed a filament calibration and beam alignment. The system is operating as intended. (B) (4)